Manufacturer narrative:
Records indicate this product remains in service. This report will be updated should additional information become available.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and associated right ventricular (rv) lead exhibited high, out-of-range pacing impedance measurements of greater than 2500 ohms. The pacing threshold measurements had also increased and the intrinsic amplitude values had decreased. There were recent ventricular tachycardia (vt) episodes that were free of noise. Device data was reviewed by technical services, and it was recommended to see the patient in the clinic for troubleshooting. The representative reported the physician planned to enroll the patient in the remote monitoring system to monitor the rv lead. No adverse patient effects were reported.